Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during left ventricular (lv) lead testing with the mobile programmer, the bluetooth light initially indicated loss of connection by flashing, then returned to a solid blue light, but the connection to the mobile programmer was not reestablished and control of the analyzer remained lost. It was noted that pacing continued throughout the event. Multiple troubleshooting steps were performed, including pressing and holding the bluetooth button and unplugging the unit to reset it; however, the connection did not return. A secondary mobile programmer application system was utilized due to the lack of connection with the initial unit. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that a loss of bluetooth connectivity occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.